Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported the device demonstrated unexpected longevity. Interrogation revealed capture management programming output to five v olts. It was determined the lead tested with acceptable threshold values. The device was replaced and no patient complications have been reported as a result of this event. It was later reported the lead displayed high threshold approximately one year ago. The lead displayed low impedance and there was also pectoral stimulation. The lead remains in use. No patient complications have been reported as a result of this event.